Event description:
The mother reported via phone call that the customer had an emergency room visit for an allergic reaction with the sensor. The date of the hospitalization was (B)(6) 2015. Customer's blood glucose was 252 mg/dl at the time of admission. The mother stated the sensor site became very red and swollen. It was also reported the customer experienced pain at the esnsor site. The mother stated they are testing the sensor on the customer's backside to see if the same allergic reaction will occur. The mother declined to return the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.